Manufacturer narrative:
The device has not been returned to the manufacturer. Therefore, an evaluation of the valve's performance is not possible. A review of the manufacturing records showed no anomalies. All of our valves are one 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a strata ii valve was allegedly overdraining when the patient was standing. The valve was explanted on (B)(6), 2011.